Manufacturer narrative:
The pump was received with a blank display. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found severely cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, end cap broken off, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed all over the pump. Blank display was confirmed during analysis due to a severely cracked lcd glass. Unable to download history files and traces using thump confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a damaged pump. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-397a, mmt-1884, mmt-332a, mmt-7040a. Troubleshooting was performed for cosmetic damage and customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. And also, physical damage affected/impacted pump functionality. Instructed customer that pump will be replaced, and pump does not respond. Troubleshooting was partially performed for hyperglycemia and it was unknown whether the auto mode was active at a time of the event and customer was using the insulin pump within 48 hours of the event. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a. The customer will discontinue the use of the device mmt-1884.